Event description:
A male pt was enrolled in the study with critical left leg ischemia and a gangrenous second toe. He had a calcified, 80% stenosed lesion in the superficial femoral artery/proximal popliteal artery of his left leg. The lesion was dilated (balloon unk) to 5.0 mm, which resulted in a residual non-flow limiting dissection. A 3.0 x 33mm cypher select plus stent came off of the shaft prior to its deployment and ended up in the vessel distal to the lesion. A 3.0 x 28mm cypher select plus stent was used to catch the malfunctioned 3.0 x 33mm cypher select plus stent, and both stents were easily removed from the pt. Finally, a 3.0 x 23mm cypher select plus stent was satisfactorily implanted in the pt. Following the procedure, a routine angiogram revealed loss of distal runoff within previously patent vessels below the knee due to thrombus embolization. The pt was treated with heparin. A doppler ultrasound showed that the event was ongoing. The pt was clinically improving and was discharged from the hospital. Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. Additional info will be submitted within 30 days of receipt.